Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Patient age defaulted to (B)(6) as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The viality unit leaked from the bottom during the procedure.

Manufacturer narrative:
Tiger aesthetics medical complaint #:(B)(4). Device evaluation: g3, g6, h2, h3, h6, h10 based on the available information, the complaint was confirmed through photographic evidence of leakage during use. However, due to the absence of the returned sample, the exact failure mechanism and definitive root cause could not be established. Engineering assessment suggests a possible foam tray-to-chamber separation as a potential contributing facture. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.